Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. All available information has been provided. Emdr 350810 and 350811 are for the same report.

Event description:
It was reported that on the hematology/oncology floor, a patient admitted for a bone marrow transplant was to receive 150mg of cyclosporine in 75ml bag as a primary infusion at a rate of "37" over two hours utilizing "low sorb/lipid tubing." The initial pump module alarmed for air-in-line after approximately 15 minutes, but all of the medication appeared to be in the bag. The pharmacy verified that none of the medication had infused. A new bag of medication and a new pump module was obtained, and the infusion was verified by another nurse as well. The volume to be infused (vtbi) was entered as 30ml less than the actual vtbi (so the tubing would not run dry), and the infusion ran for one hour and forty seven minutes until the pump module alarmed for air-in-line. The tubing was taken out of the pump module to be inspected, and it was noted the safety clamp had not closed (but the roller clamp had been closed by the user). The customer reported they believe the device is responsible for not clamping the safety clamp. It was reported that one of the clamps of an involved pump module was broken. There was no patient harm.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that on the hematology/oncology floor, a patient admitted for a bone marrow transplant was to receive 150mg of cyclosporine in 75ml bag as a primary infusion at a rate of "37" over two hours utilizing "low sorb/lipid tubing". The initial pump module alarmed for air-in-line after approximately 15 minutes, but all of the medication appeared to be in the bag. The pharmacy verified that none of the medication had infused. A new bag of medication and a new pump module was obtained, and the infusion was verified by another nurse as well. The volume to be infused (vtbi) was entered as 30ml less than the actual vtbi (so the tubing would not run dry), and the infusion ran for one hour and forty seven minutes until the pump module alarmed for air-in-line. The tubing was taken out of the pump module to be inspected, and it was noted the safety clamp had not closed (but the roller clamp had been closed by the user). The customer reported they believe the device is responsible for not clamping the safety clamp. It was reported that one of the clamps of an involved pump module was broken. There was no patient harm.